Event description:
Pump alarming "down stream occlusion" on levophed channel. While attempting to troubleshoot, other 2 channels, alarming "air in line". No downstream occlusion noted, nor in either line. Pt's b/p dropped to 70/40 temporarily. No long lasting affects noted by physician.